Event description:
The customer observed discrepant patients results for multiple assays after running patients samples on the axsym analyzer. This medical device report is for patient one of three. This patient recovered an axsym phenytoin result of 2.0 ug/ml which was repeated on the same analyzer mentioned above and generated a result of 5.0 ug/ml. The same patient sample was repeated on another axsym analyzer and generated a result of 4.0 ug/ml. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative was dispatched to inspect the instrument and replace the sample probe tubing which was found to be worn. Sample probe calibration and fluidics check was performed. Bulk 4 sample and process dispense volumes were verified and precision was within an acceptable range. This is a final report.